Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had need for additional surgery. Discrepant information -date of insertion -(B)(6) 2005. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('it was noted that the right essure device was approximately 90% into the uterine cavity/ displacement of the essure devices/ the left essure device was approximately 25% into the uterine cavity') and device breakage (', times while removing the device, the coil on essure device/ essure device was grasped and pulled and removed easily since only approximately 10% to 20% of the device was still in the tubal cavity') in an adult female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The patient's medical history included dysmenorrhea. Concurrent conditions included hyperthyroidism, heartbeats increased, menorrhagia and thyroid disorder. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion and device breakage outcome was unknown. The reporter considered device breakage, device expulsion and pelvic pain to be related to essure (ess205). The reporter commented: she had need for additional surgery. Discrepant information -date of insertion -(B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: surgical pathology report: diagnosis: a, endometrium, curettage: weakly proliferative endometrium, negative for hyperplasia and malignancy. B. Foreign body, right essure device, removal: medical surgical hardware (gross examination only). C, foreign body, left essure device, removal: medical surgical hardware {gross examination only). Clinical history: dysmenorrhea. Gross description: labeled "endometrial curettings" is a 2.5 x 2.0)( 0.2 cm aggregate of hemorrhagic tissue. Right essure device and received unfixed is a 5.0*0.1 cm "left essure device" and received unfixed are two silver metallic slightly tortuous wires.8.0and 17.0cm. Both are less than 0.1 cm. Also received is 2.0*0. Cm silver metallic coiled object.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-jun-2019: new mr received- new events added: device expulsion and device breakage were added.new reporters and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had need for additional surgery. Discrepant information -date of insertion (B)(6) 2005. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received .reporter and patient demographics were added. Updated suspect drug indication. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('it was noted that the right essure device was approximately 90% into the uterine cavity/ displacement of the essure devices/ the left essure device was approximately 25% into the uterine cavity'), device breakage (', times while removing the device, the coil on essure device/ essure device was grasped and pulled and removed easily since only approximately 10% to 20% of the device was still in the tubal cavity') and uterine perforation ('perforation (uterus)') in a 22-year-old female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Concurrent conditions included hyperthyroidism, heartbeats increased, menorrhagia and thyroid disorder. In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lowere (r) quadrant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, device breakage, uterine perforation, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, depression, anxiety, rash, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Discrepant information -date of insertion - (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: total bilateral occlusion. Pathology test - on (B)(6) 2016: surgical pathology report: diagnosis: a, endometrium, curettage: weakly proliferative endometrium, negative for hyperplasia and malignancy. B. Foreign body, right essure device, removal: medical surgical hardware (gross examination only). C, foreign body, left essure device, removal: medical surgical hardware {gross examination only). Clinical history: dysmenorrhea. Gross description: labeled "endometrial curettings" is a 2.5 x 2.0)( 0.2 cm aggregate of hemorrhagic tissue. Right essure device and received unfixed is a 5.0*0.1 cm "left essure device" and received unfixed are two silver metallic slightly tortuous wires.8.0 and 17.0cm. Both are less than 0.1 cm. Also received is 2.0*0. Cm silver metallic coiled object. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: pfs received- new events hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal infection and uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and anxiety, rashes or skin conditions type: rashes, nausea, dental problems, dysmenorrhea (cramping), vaginal discharge perforation (uterus), weight gain, lowere (r) quadrant were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('it was noted that the right essure device was approximately 90% into the uterine cavity/ displacement of the essure devices/ the left essure device was approximately 25% into the uterine cavity'), device breakage ('the coil on essure device broke and removed.') And uterine perforation ('perforation (uterus)') in a 22-year-old female patient who had essure (ess205) (batch no. 12270995) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Concurrent conditions included hyperthyroidism, heartbeats increased, menorrhagia and thyroid disorder. In (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lowere (r) quadrant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, device breakage, uterine perforation, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, depression, anxiety, rash, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she had need for additional surgery. Discrepant information -date of insertion -(B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: total bilateral occlusion. Pathology test - on (B)(6) 2016: surgical pathology report: diagnosis: a, endometrium, curettage: weakly proliferative endometrium, negative for hyperplasia and malignancy. B. Foreign body, right essure device, removal: medical surgical hardware (gross examination only). C, foreign body, left essure device, removal: medical surgical hardware {gross examination only). Clinical history: dysmenorrhea. Gross description: labeled "endometrial curettings" is a 2.5 x 2.0)( 0.2 cm aggregate of hemorrhagic tissue. Right essure device and received unfixed is a 5.0*0.1 cm "left essure device" and received unfixed are two silver metallic slightly tortuous wires.8.0and 17.0cm. Both are less than 0.1 cm. Also received is 2.0*0. Cm silver metallic coiled object.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.